Event description:
It was reported that during a ptca procedure, the filter bag became torn. The 85% stenotic lesion was located in the saphenous vein graft (svg) to the ostial marginal (om). The filterwire was positioned distal to a lesion and angioplasty was completed. When the physician performed a run to check the results , a clot was noted beyond the filterwire. The device was immediately recaptured in the removal sheath and removed from the patient. When examined, the filter appeared to be torn on the proximal edge of the filter. Some clot traveled distally in the vessel. No patient complications were reported. Patient status is listed as "fine."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.